Event description:
Pt was revised to address femoral loosening and poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear. It was noted the products were implanted for approximately 13 yrs prior to revision surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.